Manufacturer narrative:
There are no allegations or indications that the nalu system or any of its components failed or malfunctioned. Explant was performed per the patient request in order to receive an MRI for a condition unrelated to the nalu system.

Event description:
Patient was implanted with the nalu peripheral nerve stimulator system on (B)(6) 2022 to treat foot pain. In (B)(6) 2023 the patient's spouse requested information regarding conditionality for an MRI for an unrelated medical condition. On (B)(6) 2023 a full system explant was performed in order for the patient to obtain an MRI.